Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of stroke (cerebrovascular accident), hemorrhage and respiratory distress are known adverse event listed in the accunet instructions for use. The pt was treated with medication and was hospitalized. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, or design.

Event description:
It was reported via study that during a left internal/common carotid artery stenting procedure, following post-stent dilatation, the pt experienced a stroke and was bradycardic from treatment for hypertension. Symptoms included right hand weakness and difficulty speaking. Tissue plasminogen activator (tpa) was given as treatment, but was unsuccessful. Head CT revealed an acute infarct. On (B)(6) 2010, the pt had a f/u head CT which showed a small area of hemorrhage. The symptoms improved prior to leaving the catheter lab, but the symptoms remained persistent. On (B)(6) 2010, the pt experienced cardiopulmonary arrest, but was resuscitated and ventilated. At some point after this, the pt was transferred to the medical floor. On (B)(6) 2010, the pt was discharged to home. Although requested, there was no add'l info provided.